Manufacturer narrative:
Complainant part is no longer expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was clarified that the screwdriver broke and the two affected screw were damaged and were placed with difficulty. None of the screws broke.

Manufacturer narrative:
Patient weight is not available for reporting. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Hospital contact telephone: (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it is reported during an unknown procedure on (B)(6) 2017, the screwdriver broke while attempting to insert a screw. Surgeon did pre-drill prior to insertion. It is further reported patient bone quality still made insertion of the screw difficult and resulted in the screw fracturing. The screwdriver reported to break when the plate was placed and the screw was being adjusted. Surgeon had difficulty placing the remaining screws, which resulted in the heads of two of the screws becoming damaged. The exact type of damage was not reported. Concomitant devices reported: plate (part number unknown, lot number unknown, quantity 1). This report is for one (1) screwdriver. This is report 1 of 3 for (B)(4).